Event description:
It was reported that the patient received shocks due to t-wave oversensing. At the time the patient was dehydrated and had large t-waves. The following day, the sensing issues were present as well during testing. The lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were 28 ventricular-sensing integrity counter (sic) counts occurring on the (B)(6) 2010. High sic can indicate the presence of noise or intermittency in the system. Multiple short v-v sensed events of < 220 ms are observed on the (B)(6) 2010. (4 episodes nst, 2 episodes vf). This can indicate t-wave oversensing/noise/intermittency.